Event description:
It was reported that they have not been able to connect their communicator to the handset since this morning. Patient stated that they charged the communicator last night. Pss had patient down on/off handset and walked patient through the steps of connecting communicator with the handset. The patient stated that they kept seeing turn your communicator over and put in the serial number , even after they had already done so. The patient saw a screen of no device response after putting in the serial number and trying to connect. Patient stated that they were just seen at the hcp office last week and just had everything checked. The troubleshooting steps did not resolve issue , and an email was sent to repair to replace the tm90. Additional information received from the consumer reported they received the replacement communicator, but it still wasn¿t pairing to the handset as the therapy app kept asking to select communicator and for the serial number of the communicator. During the call the handset/communicator were powered off/on and a hard reset was performed, but it still wouldn¿t¿ connect. Once the patient clicked on the given serial number the handset gave the communicator and handset paired. Following this the device showed therapy was off, which had been that way since saturday, but it was unknown why this happened. The patient was then able to turn therapy back on which sent shivers. The consumer mentioned they had the device for the right hand which helped, but they still had bad shaking in the left hand

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: tm90d0, serial# : (B)(4), product type: accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.